Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain") and ovarian cyst ruptured ("cyst on ovary ruptured which caused an emergency room visit and several days of hospitalization") in a 22-year-old female patient who had essure (batch no. 20192094) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: yaz. Concurrent conditions included bleeding genital, back pain, frequency urinary, burning micturition and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization) and ear swelling ("swollen ears"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.) And surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, ovarian cyst ruptured, vaginal haemorrhage, menorrhagia and ear swelling outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, ear swelling, menorrhagia, ovarian cyst ruptured, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral fallopian tube occlusion. Microscopy - on (B)(6) 2010: pelvic pain. Ultrasound scan - on an unknown date: there were several small cysts. Ultrasound scan vagina - on (B)(6) 2010: pain. On (B)(6) 2010, findings included entire surface of the anterior uterus densely adherent to the anterior abdominal wall. Large peritubal cyst involving left fallopian tube. Filmy pelvic adhesions involving the right fallopian tube. Essure implants noted to be in their proper position. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain") and ovarian cyst ruptured ("cyst on ovary ruptured which caused an ER visit and several days of hospitalization") in a 22-year-old female patient who had essure (batch no. 20192094) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included bleeding genital, back pain, frequency urinary, burning micturition and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced ovarian cyst ruptured (seriousness criterion hospitalization) and ear swelling ("swollen ears"). In march 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.) And surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.). Essure was removed on 12-nov-2010. At the time of the report, the pelvic inflammatory disease, ovarian cyst ruptured, vaginal haemorrhage, menorrhagia and ear swelling outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, ear swelling, menorrhagia, ovarian cyst ruptured, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-apr-2010: bilateral fallopian tube occlusion microscopy - on 13-nov-2010: pelvic pain ultrasound scan - on an unknown date: there were several small cysts. Ultrasound scan vagina - on 3-jan-2010: pain. On 12-nov-2010, findings included entire surface of the anterior uterus densely adherent to the anterior abdominal wall. Large peritubal cyst involving left fallopian tube. Filmy pelvic adhesions involving the right fallopian tube. Essure implants noted to be in their proper position. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 27-feb-2018: new event added-pelvic inflammatory disease. Lab data added. On 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added.events ear swelling, allergy to metals, menorrhagia, ovarian cyst ruptured and vaginal hemorrhage were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain") and abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.